Event description:
On november 23, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had an "error 5" issue. The patient indicated that the alleged meter issue started in 2007, at around 8:00-9:00 am. Three days later, the patient apparently attempted to test her blood glucose, got an "error 5" message, and then proceeded to take her usual dosages of medications. The patient took 30 units of novolin insulin, 1 pill of actos, and 2 pills of metformin. An unspecified time later, the patient developed symptoms of excessive sweating, nervousness, and confusion. The patient administered self-care at 11:00 am that same day by eating candy, which helped to relieve her symptoms. The patient was not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and if the patient typically adjusts the regimens based on her meter readings. In addition, it would have been helpful to know what time the patient took the medications, what time she developed the symptoms, and if she ate or skipped breakfast on the day of the event. The patient's test strips were expired. She did not have additional test strips to troubleshoot the reported meter issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reported she became hypoglycemic after the alleged meter issue began. The patient further claimed that she was unable to test her blood glucose for about 7 days, but continued to take her usual medications.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.